Event description:
It was reported that externalized conductors were observed on the right ventricular lead which was confirmed on x-ray. No other anomalies were noted on the lead. The lead was explanted and replaced on (B)(6) 2017. The patient was in a stable condition post procedure.

Manufacturer narrative:
The reported event of insulation abrasion was confirmed. A partial lead was returned in two pieces. Internal insulation abrasion breaching re cables lumen was noted at 7.9 cm to 16.0 cm from the distal tip. Internal insulation abrasions breaching rv cables lumen were noted at 12.4 cm to 15.2 cm , 25.6 cm to 26.1 cm , 27.5 cm to 28.3 cm and 33.2 cm to 33.6 cm from the distal tip. Rv cables. The etfe coating was intact at these locations.